Event description:
It was reported that a patient experienced a high ventricular rate episode on their right ventricular lead. The patient's lead was reprogrammed on (B)(6) 2022. They were stable throughout their procedure.